Event description:
1. Pressure bags over inflate (after they are hanging for a while) and cause the fluid bag to rupture and spray/leak. 2. Premier pro 1 liter pressure bags (reorder number (B)(4)) do not encompass the entire liter bag of saline. When pumped up to 300 mmhg, the saline bags are bursting. 3. The pressure gauge often did not engage until the bag was filled/overfilled and then would pop out.